Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2017 that a customer had an issue with a skin marker. The customer states that the markers are leaking causing stains. The markers were dry. The caps were secured. The caps were secured upon receipt of the product.

Manufacturer narrative:
One decontaminated skin marker outside of the original package or lot number was received for evaluation. The sample was tested and shows ink leakage through the barrel vent, and was sent to our supplier for evaluation. The reported condition by the customer was confirmed. The device history record (DHR)s were reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the defect described by the customer. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. The component skin marker is produced by external supplier and the assembly process consists in a pick and place operation. There is no additional inspection on the line to detect the condition reported. The root cause was provided by the manufacturer as follows: the returned sample showed ink leakage. There were traces inside the cap that it was put on and taken off many times which suggests that it was used many times. We made investigation and based on the result we concluded that multiple usages resulted with ink leakage. We made cause and effect diagram and picked up the possible causes. A production notification was performed to all personnel to ensure that they are aware on the condition reported by the customer. As a corrective action, it has been determined that the marker is designed to be used only one time and is not recommended to be used multiple times. If information is provided in the future, a supplemental report will be issued.